Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician noticed the scalpel was dull which made it difficult to make an incision. In addition there was a white object adhered to the forceps and they could not be opened. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the physician noticed the scalpel was dull which made it difficult to make an incision. In addition there was a white object adhered to the forceps and they could not be opened. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 2944 captures the reportable event of foreign matter found adhered to the device. Block h10: a visual examination of the device revealed that the forceps and knife were returned for analysis. An oxide was noticed in the metallic surface of both devices. As per visual analysis of scalpel, no issues was found. The unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported. The reported issue of foreign matter cannot be established due to lack of evidence. There is some foreign material in the unit however the most probable causes that contributed to the event is unknown. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as cause not established since the most probable cause that contributed to the event is unknown. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.